Event description:
It was reported that the pt underwent a study in 2007, but the hcp was unable to aspirate from the catheter access port, so the study was not completed. The pt then underwent pump replacement and catheter revision due to nearing pump end of life and an unspecified catheter malfunction. Prior to surgery, the pt was receiving morphine 25mg/ml with a daily dose of 14.977mg and bupivicaine 8mg/ml with a daily dose of 4.793mg. After surgery, the drug dose was decreased to morphine 7.495mg per day, and bupivicaine 2.3983mg per day, with no change in concentration in either of the medications. It is uncertain if any priming boluses were programmed. The patient was taken via ambulance to the hosp after found to be unarousable at home twenty-six days later. The reporter indicated that despite a 50% dose reduction after the new system was implanted the pt suffered a respiratory arrest, was given narcan with no reversal of her symptoms and expired. No autopsy was performed; the pump was returned to the MFR for analysis. Actual reservoir volume was not checked at the time of pt's death. The hcp reported the cause of death to be respiratory arrest, accidental morphine overdose via intrathecal pump and intrathecal catheter malfunction. See manufacturer's report #: 2182207200704169.

Manufacturer narrative:
.